Manufacturer narrative:
(B)(4). Summary: the authors report a case of bilateral subacute subdural hematoma following implantation of intrathecal drug delivery device.

Event description:
Literature: magro e, remy-neris o, seizeur r, allano v, quinio b, dam-hieu p. Bilateral subdural hematoma following implantation of intrathecal drug delivery device. Neuromodulation: technology at the neural interface. #2011; 14(2): 179-182. Reportable event: a (B)(6) female had multiple sclerosis for 20 years, with severe spasticity involving the lower limbs. In order for the authors to assess both efficacy and potential drawbacks of this therapy prior to implanting the drug delivery device, they performed intrathecal trial tests by means of an intrathecal silastic catheter. Following intrathecal infusion of baclofen, walking significantly improved without muscular hypotonia. Trial period lasted 10 days then the catheter was removed and the pt scheduled for implantation of a programmable drug delivery pump one month later. Preoperative blood coagulation tests were normal and a pump was implanted. The pt was authorized to move from bed two days following pump implantation. The postoperative period was uneventful except for typical postpuncture headaches and nausea that appeared several hours later. These symptoms were attributed to the lumbar puncture and the pt received paracetamol and codeine resulting in the decrease of pain intensity within four days. The pump was programmed to deliver 20 mcg baclofen daily (concentration 500 mg/ml), this low dose being sufficient to producing good control of spasticity and walking improvement. The pt was discharged from hosp five days following surgery. Six weeks later, the pt was re-admitted following the rapid onset of violent headaches and vomiting. Clinical examination revealed paralysis of the right abducens nerve and rapid loss of consciousness. In less than four hours, the neurologic condition worsened and the glasgow scale score dropped rapidly from 15 to 10. There was no sign of continued csf leakage (pump pocket seroma or tracking of csf along the catheter tract). Computer tomography (CT) scan demonstrated a bilateral subacute subdural hematoma. There was no history of trauma and the pt did not receive anti-coagulation nor antiplatelet therapy. The mass effect on the medial structures was significant, leading to rapid surgical drainage of both hematomas. Because this subacute subdural hematoma was supposed to originate from the lumbar puncture, no modification had been made in the pump whose delivery flow was in addition very low. Postoperative evolution was uneventful and the abducens nerve palsy and headaches resolved within 4 days. Postoperative CT scan demonstrated complete resolution of the subdural hematoma. Currently, the pt is receiving 24 mcg baclofen daily and maintains a satisfactory control of spasticity.